Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "pump alarming that bolus cord was pressed even if it wasn't.&#62766; kindly acknowledge no patient was involved and no human harm caused. Problem was discovered during patient use but no patient harm. What were the treatment settings? Rate: 14 ml /hr, vtbi: 170 ml , time: bolus lock out of 5 min, mode: continuous. What was the pressure (occlusion) sensor setting (0.4-1.2 bar)? Unk. Administration set used (type and lot number): unk. What catheter was used (size of catheter, type, catalog number, manufacturer, etc.?) Unk. Drug administered: unk. Priming method (manual / with pump): unk. What volume was used for prime? Unk. What was the bag volume: unk. Please describe what is the deviation from the described treatment you have observed. The nurse reported that the pump was alarming for the bolus cord being pressed even if it wasn't&#62766; did you experience any alarms at the beginning / during / at the end of the treatment, if so, please detail the alarms and their occurrences. Pump is alarming that the bolus cord was pressed however the nurse verified that the bolus cord was not tampered with. Caller suspects that either the pump or the bolus cord has the problem. He also mentioned that there is no physical damage on the bolus cord. He was not able to test the bolus cord on another pump or use a different bolus cord for this pump. He also was not able to replicate the problem."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "pump alarming that bolus cord was pressed even if it wasn't. Patient involvement: yes. Death/serious injury: no. Human harm: no. Need for medical intervention: no:"